Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced occlusion. The following information was provided by the initial reporter: on (B)(6) 2022 lipid tubing continuously alarming occluded.

Manufacturer narrative:
Possible lot numbers were identified to be: 21075576, 21075378, 21075377 d4: medical device lot #: 21075576, d4: medical device expiration date: 10jul2024, h4: device manufacture date: 10jul2021. D4: medical device lot #: 21075378, d4: medical device expiration date: 10jul2024, h4: device manufacture date: 10jul2021. D4: medical device lot #: 21075377, d4: medical device expiration date: 09jul2024, h4: device manufacture date: 09jul2021. The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 26-may-2022. H6: investigation summary one used sample (model #10010453) was returned by the customer. It was reported that the lipid tubing continuously alarming occluded. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin / 15% water solution and allowed to prime using gravity. The sample showed a much slower flow rate than expected and was unable to prime within a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 10010453 and possible lot number 21075576 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010453 and possible lot number 21075378 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010453 and possible lot number 21075377 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced occlusion. The following information was provided by the initial reporter: on (B)(6) 2022, lipid tubing continuously alarming occluded.